Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 5/6 of their automated peritoneal dialysis therapy. The home patient's spouse reported that they found the pt in bed with their transfer set disconnected from the patient line of the homechoice set. The home patient's spouse stated that the pt was wet and disoriented. Baxter's technical service center assisted the home patient's spouse in ending therapy. Therapy was completed with manual exchanges, per the home patient's spouse. The home patient's spouse stated the physician started the pt on prophylactic cephalexin (dose unknown) twice daily for 14 days. No pt injury was associated with this incident, per the home patient's spouse.